Event description:
It was reported that pump declared multiple altitude alarms, and issue occurred on a previous day. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge, after which pump resumed normal operation, and technical support provided tips for preventing future altitude alarms that caller understood and acknowledged.